Event description:
The pt contacted lifescan (lfs) in 2005 alleging that the meter did not power on. The pt felt sweaty and was shaking at the time of testing. There is no info on how long the meter did not power on. Emergency service were contacted and the pt was treated with glucose and orange juice. There is no info on whether the pt was taken to the hosp or the pt's blood glucose reading on the emt's meter. No further info was provided about the incident. The battery was replaced less than a year ago and the meter was not a new product (out of box). The pt was unable/unwilling to verify if the battery was installed and the condition of the battery contacts. Customer service sent the pt a replacement meter.